Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock while the patient was walking. It was noted that this patient had bradycardia with a rate below 40 beats per minute (bpm). Technical services (ts) analyzed device episode data and determined that this was due to oversensing of myopotential noise. The noise could be reproduced with movement testing. Ts provided troubleshooting including reprogramming options and suggesting an x-ray. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock while the patient was walking. It was noted that this patient had bradycardia with a rate below 40 beats per minute (bpm). Technical services (ts) analyzed device episode data and determined that this was due to oversensing of myopotential noise. The noise could be reproduced with movement testing. Ts provided troubleshooting including reprogramming options and suggesting an x-ray. It was noted that the system was optimized in clinic along with changing the vector per physician request. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.